Event description:
It was reported the pt does not have stimulation. An sjm representative met with the pt and a lead diagnostics showed three contacts with low impedance. Reprogramming was unable to resolve the issue. X-rays were ordered and the pt is pending a follow up with her implanting physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.